Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields- h2, h3, h4, h6 and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined, however, the most probable cause of the complaint is no problem detected as it was not confirmed that there was a problem with the device. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
No additional information received from the customer

Manufacturer narrative:
This supplemental report is a correction made to the previously submitted g3 date- date received by the manufacturer. The correct date is 3/19/2026

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Olympus was notified of an adverse event for a patient participating in the strive post-market registry study. Strive is a single-arm, prospective, multi-center, registry study to evaluate the long-term safety and effectiveness of the spiration valve system, (svs), for the treatment of severe emphysema in a post-market setting. The subject (B)(6)., enrolled in the strive study, underwent therapeutic multiple spiration valve placements under general anesthesia on (B)(6) 2026. On (B)(6) 2026, the patient was taken to an emergency room, after a neighbor found her on the floor and unable to get up. At the hospital, doctors discovered that she had a large right pneumothorax. They placed a chest tube to help re expand the lung. On (B)(6) 2026, she was transferred to another (B)(6) hospital. On (B)(6) 2026 doctors tried a clamp trial temporarily clamping the chest tube to see if her lung would stay expanded, but a small collapse was still seen on the chest x ray. They repeated the clamp trial from (B)(6), and this time the x ray showed no lung collapse, so the chest tube was removed on (B)(6) 2026. However, on (B)(6) 2026, a new chest x ray showed that her lung had collapsed again. Another chest tube was placed. On (B)(6) 2026 the chest tube was fitted with a heimlich valve and she was discharged from the hospital on (B)(6) 2026 and chest tube was removed 13 days post-discharge on (B)(6) 2026. Patient remained in the hospital for 15 days. Pneumothorax is reported as resolved. This is report 1 of 4.